Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a tissue bridge was noted at 5 o'clock on a patient's left eye during lasik. When trying to lift the flap, the surgeon was able to open all the way to the point of exit inferiorly. The surgeon used a scissor to cut the tissue bridge and then lifted the flap. Procedure was completed. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A company representative went onsite and evaluated the system due to the reported event. The laser system was upgraded with the new software revision. While this software upgrade is designed to reduce the probability of incomplete flap treatments, the previous software is not at fault. Potential factors that could contribute to a tag included patient movement, patient anatomy, and refracted or blocked light through various anomalies. One possible contributing factor has been found to be associated with the z servo. The z servo¿s inertia when transitioning from the flap bed incision to the side cut, prevents the servo from moving to the programmed depth to begin the side cut incision. As a result, a gas bubble forms between the patient interface (pi) glass and the cornea. The bubble can then cast a shadow onto the cornea and also create sudden corneal movement. This can lead to reports of side cut tags/bridges or incomplete flap treatments. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).